Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "unable to detect upstream occlusion" was not reproduced. Evaluation had device sent to flow line for upstream occlusion testing with a passing result. A review of the event history log revealed multiple "upstream occlusion! " messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic fluid numbers out of specification. The upstream pusher setup required to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was unable to detect upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.